Event description:
It was reported that there was an atrial lead warning on the date of the last device check for greater than 15 million low impedance paces. The current device check showed the atrial impedance within normal limits. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.